Event description:
No additional information received from thecustomer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields include d9, h2, h3, h6, h8, and h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: flickering image. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the reported issue and the malfunction identified during the device evaluation was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the colonovideoscope displayed an e216 error message when it was plugged into the tower. The event occurred during inspection for use. There were no reports of patient involvement.